Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional five proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with six proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was no suture present when the needle plunger of all six proglide devices were removed after deployment (cuff miss noted). After the tavi was completed, cut down surgery of the access site was performed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4).

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The observations noted during return device analysis are consistent with the plunger being pulled prior to depressing it into the foot or not fully depressing the plunger flush with the body handle as the suture and posterior needle were returned still in the guide. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.